Event description:
It was reported that the device was explanted after 14 mos of implant duration due to unk reasons. No further details provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.